Event description:
Customer reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump on their own prior to calling technical support. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.